Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity outside of normal use observed in the black box. The alarm history showed several call service alarms. No call service alarms or any other warnings or errors occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the initial call service alarm complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.